Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/02/2021. H6 component code: g07002 no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please confirm if the patient suffer from any consequence due to the breakage suture? If yes, all answers above are unobtainable. Once there is any update, we will update the information. Could you please explain patient consequences?

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the breakage suture? If yes could you please explain patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a cesarean surgery on (B)(6) 2021 and suture was used. During the procedure, when finishing the sewing of the myometrium, the suture broke in the middle while knotting. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.